Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer was having blood glucose level 600 mg/dl. The customer did experienced the symptoms such as diabetic ketoacidosis. The customer treated for high blood glucose with the insulin pump. Troubleshooting was done for high as well as low blood glucose level. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.